Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. There was no additional information provided from customer.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the jaws would not open after use. The case was completed using another device of the same product code. There were no patient consequences reported.